Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was observed for the svc vectors, causing the device to vibrate. One out-of-range measurement was trended. Isometrics were performed and the high impedance was reproduced. X-ray did not show irregular behavior. It was noted that the intermittent out-of-range measurements may indicate a loose svc setscrew. The device was reprogrammed by removing the svc from the shocking vector and dfts were performed.